Event description:
The surgery center reported that a laser vision correction patient developed a flap striae on the right eye (os) at one day post op exam. In addition, the patient¿s comments were that eye was foggy/blurry vision. The striae was in the central vision. The flap striae resulted in a flap and stretch. Bcva from (B)(6) 2015: right eye post-op 20/25 -5.00 x -2.50 x 172, left eye post-op 20/25 -4.75 x -2.25 x 10.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.